Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, halfway down while splitting the sheath, the sheath shredded and peeled back. Carving was observed on the sheath. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The technician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the thumb advancer was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.